Event description:
It was reported the patient¿s stimulation has been helping so they have been more active around the house and starting in (B)(6) the patient noticed the stimulation was in the wrong location; in their legs and not their back. As a result the patient has no therapeutic effect, increased and increased baseline pain. The patient would like to have their device reprogrammed because when they try to turn the stimulation up to cover their back ¿it feels like it¿s hitting their left kidney¿ and causes more pain. The patient stated change in stimulation from their back to their legs was sudden, first the left side and then the right. They have tried to contact their manufacturer representative several times for reprogramming but has not set an appointment at the time of report. No interventions or outcome was provided however follow-up has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional follow up information received from the healthcare professional (hcp) reported that the cause of the event was determined and was not related to the patient¿s implantable neurostimulator (ins). The ins was reprogrammed and was working correctly. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 77a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Follow up information received reported that the patient was reprogrammed and was doing fine. If additional information is received, a follow up report will be sent.